Manufacturer narrative:
(B)(4)

Event description:
It was reported the physician observed multiple t-wave oversensing episodes on merlin.net. The patient was requested for follow-up in the clinic. Programming was performed to address the issue. No patient symptoms were reported.